Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip broke off the ar-13991n needle during the third firing of suture into the rotator cuff. The site was suctioned and flushed out; there were no x-rays done to confirm whether the needle is still inside the patient.